Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a spinal fusion, the application software of the navigation system did not contain the driver needed for the procedure. There was no reported impact on patient outcome. There was no reported delay to the procedure due to this issue. No additional information was provided.